Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after inserting the sheath of the angio-seal device, there was no blood returned through arterial locator. A second angio-seal device was opened, and the angio-seal sheath was exchanged for the new angio-seal sheath. The device was deployed without issues. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. The estimated blood loss was less than 250cc. Additional information was received on 04nov2020. The procedure was a left heart catheterization. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by deploying the angio-seal using the new sheath and arterial locater.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for blood return issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.